Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Debris was observed upon visual inspection of the plug assembly. Current was applied to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were also within specification, indicating the sensor was providing accurate glucose readings. The debris observed was likely the result of the sensor plug being removed during product return investigation as the debris may have dislodged from the sensor plug or sensor housing and landed in the pcba triangle. In addition, the passing of all tests during the investigation indicates that the debris that was present was not sufficient and did not impact the sensor¿s ability to generate an accurate glucose reading therefore, the issue is not confirmed. An extended investigation was also performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 has been updated to include results that were inadvertently omitted in the previous report submitted on 03feb23.

Event description:
A high reading issue was reported with the adc device. A reported receiving a ¿hi¿ (readings greater than 500 mg/dl) message on the sensor when compared to a built-in meter result. Based on the sensor scan, the customer self-treated with unspecified dose of insulin and subsequently experienced a loss of consciousness. The customer received unspecified medical treatment from a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with the adc device. A reported receiving a ¿hi¿ (readings greater than 500 mg/dl) message on the sensor when compared to a built-in meter result. Based on the sensor scan, the customer self-treated with unspecified dose of insulin and subsequently experienced a loss of consciousness. The customer received unspecified medical treatment from a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Debris was observed and the sensor plug was removed during investigation as the debris may have dislodged from the sensor plug or sensor housing however, the debris that is present is not sufficient and did not impact the sensor. Linearity and accuracy tests were performed, and all tests passed and results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.